Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was confirmed due to the electrode belt¿s black pulse wire being broken at the distribution node area, causing the belt to not pass fall off testing. The root cause for the broken wire was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.